Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the pacemaker header revealed that both ventricular setscrews were fully retracted. The setscrews both moved freely with no binding throughout testing. It was also noted that the setscrew capture washers on ventricle tip and ring were distended, this results from setscrew being backed out too far. This can be caused by improper use of a boston scientific wrench or by using non-boston scientific wrench. Both an is-1 gauge pin and an is-1 lead were inserted into and retracted from the header without difficulty. Microscopic visual inspection of the header and the seal plugs revealed no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately and functioned as designed. A series of electrical tests were also performed, and again, normal device function was observed. The device header was then disassembled and both the inner and outer seals were inspected. Evidence of silicone to silicone bonding was found in the ventricular channel of the outer seal rings.

Event description:
Boston scientific received information that during a change out procedure for normal battery depletion, the physician experienced difficulty unscrewing the ventricular set screw on the device header. Boston scientific technical services suggested various solutions for loosening the set screw and removing the lead. After several attempts the right ventricular lead was able to be removed from the device header and remains implanted with the new device. No adverse patient effects were reported as a result of the procedure.